Event description:
It was reported that a burr became stuck with the rotawire. A 1.25mm rotalink plus and a rotawire were selected for use. While using the advancer, the burr became stuck with the rotawire and could not be advanced. The devices could not be separated. The entire system was removed from the patient. No patient complications were reported.